Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 954914. The expiration date was not provided.

Event description:
The initial reporter received a questionable creatinine plus ver.2 assay result for one patient sample tested on the cobas c 503 analytical unit. Patient's 1st sample the initial result from the analyzer is 29.6 or 30 umol/l. The first repeat result from the analyzer is 134 or 136 umol/l. The second repeat result from a c 303 analyzer is 138 or 143 umol/l. Patient's 2nd sample the initial result from the c 303 analyzer is 135 umol/l. This result was deemed correct. The first repeat result from the analyzer is 136 umol/l. The second repeat result from a c 303 analyzer is 143 umol/l.